Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "we have recently had some issues with our ECG, reading as positive for placement only to have an xray show that the catheter is short. We are going to start randomly getting x-rays to see if this is more prevalent than we think, it's concerning. Started tracking the lines and randomly double checking our findings with an x-ray."